Manufacturer narrative:
(B)(4). The device history record for (B)(4) was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. The directions for use which accompanies every device states under the section titled warning: "cap on halyard t-piece prevents continuous flow therapy. Remove cap before starting continuous flow therapy. Failure to remove cap prior to continuous flow therapy may result in serious injury or death." Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4). Not returned to manufacturer.

Event description:
It was reported via mw5042783 that the user did not remove the cap on the device prior to connecting to the trach or endotracheal tube and high flow-high humidity system. The patient, a (B)(6) year old, (B)(6) lb male, was being treated for trauma with closed head injury and respiratory failure, and reportedly expired on (B)(6) 2015. No further information has been provided.